Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2007 and (B)(6) 2009 and a mesh and lynx were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted, concurrently with a abdominal sacrocolpopexy due to apical and anterior vaginal vault prolapse, severe stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, and recurrence. The patient underwent a cystoscopy, urethral dilation, and hydrodistention of the bladder on (B)(6) 2011 due to voiding dysfunction with urethral stenosis and history of recurrent infection, suspicion of interstitial cystitis. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2017